Event description:
Related manufacturer reference number:2017865-2022-21327. It was reported that patient presented in clinic after experiencing palpitation. Upon interrogation, it was found that patient's atrial and right ventricular lead exhibited loss of capture. It was further noted from fluoroscopy that both leads were dislodged. Both lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.